Event description:
The sleeve resection was started, starting at 5 cm proximal to the pylorus in the greater curvature of the stomach against the bougie and initially a 45mm egia45amt purple load was used in the endo gia stapler and then multiple loads of the egia60amt 60 purple load were used to create a sleeve gastrectomy snug with the bougie. During this process, a piece of plastic (1mmx2mm) came off one of the 60mm loads and fell inside the patient. The piece was retrieved.